Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported pump error 82 (the hrm task did not grant motor power in reasonable time) and pump error 81(the motor processor did not ack a command from delivery manager in reasonable time). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and pump error 82 was resolved and for the pump error 81 customer was able to clear the alarm and did not receive request for pump rewind and passed the self test. No harm requiring medical intervention was reported. No product return will be required for mmt-1884.

Manufacturer narrative:
Unit passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests and self test. No pump error 82, 81 alarms during testing. Thus software was utilized and downloaded trace/history files properly. In further full review in the pump trace history found no pump error 82, 81 alarms. Pump was cut open to perform visual inspection and found no moisture damage electronic assembly during visual inspection. Motor passed motor test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, cracked keypad overlay, sained keypad overlay, cracked battery tube threads, cracked case (battery tube). In conclusion, unit passed all test required. Pump error 82, 81 alarms not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.